Event description:
Not working correctly. Patient reports it does not vapor like it use to.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.